Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had insulation damage and required a repair sleeve. Approximately ten years later the lead exhibited elevated sensing integrity counter (sic) episodes and during the lead replacement procedure it was noted that the repair sleeve had broken apart. The lead was explanted and replaced. No patient complications have been reported as a result of this event.